Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On march 10, 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient stated that the alleged meter issue began at approximately 5-5.30 am on (B)(6) 2016. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). The reporter claimed obtaining blood glucose readings of ¿200, 147 and 31 and mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. Immediately prior to the alleged meter issue the patient developed the symptoms of "shaky, sweaty, confused, dizzy". In response to these symptoms the patient self treated herself at approximately 5.45 am with food/drink. The patient stated that a blood glucose reading was taken on another device (ultramini) at 5.35 am with 2 readings of "316 and 106 mg/dl". During troubleshooting the csr confirmed that the meter was set to the correct unit of measure but was unable to confirm that the test strips were stored properly or if they had expired or exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.